Event description:
It was reported that the rep was unable to program the device. The rep was able to view and conduct tests. It was determined that the therapyguide parameters needed completion before programming was possible. The device remains in use and no patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.